Event description:
Per the clinic, the patient developed a hematoma over the implant site, with drainage and healing issues at the incision site, followed by an infection. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.